Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent and the lead appeared damaged at implant. The analyst commented that the helix is slightly bent, but within specification.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead had high impedance. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.